Manufacturer narrative:
Date of report: 24oct2018. Date of manufacturer: 20aug2018. The following information was inadvertently omitted from the initial report submitted 27aug2018. Philip's field service engineer (fse) cleaned and calibrated the touch screen to address the reported issue. After calibrating the touch screen the unit functioned properly.

Manufacturer narrative:
(B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen failure. There was no patient involvement. The event date was not specified; estimate used.